Event description:
Reportedly, today a kora 250 dr s/n (B)(6) was implanted in 2017 and has been replaced by (B)(6) in chu burgos. The customer is complaining about the short longevity (less than 8 years) and is asking if it is due to any issue with the battery or autothreshold algorithm.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, today a kora 250 dr s/n (B)(6) was implanted in 2017 and has been replaced by dr (B)(6) in chu (B)(6). The customer is complaining about the short longevity (less than 8 years) and is asking if it is due to any issue with the battery or autothreshold algorithm.